Manufacturer narrative:
(B)(4).

Event description:
It was reported that blood was found inside the intra-aortic balloon (iab) 5 minutes after the catheter was used and the balloon was found cracked. Therefore the catheter was successfully replaced. Patient outcome reported as fine. There was no patient death, serious injury or patient complication reported.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. Although, the reported complaint of "the balloon was found cracked" is not confirmed the iab bladder passed functional testing. The iab bladder was fully intact with no blood inside or abnormalities noted. The root cause of the complaint is undetermined. No further action required at this time.

Event description:
It was reported that blood was found inside the intra-aortic balloon (iab) 5 minutes after the catheter was used and the balloon was found cracked. Therefore the catheter was successfully replaced. Patient outcome reported as fine. There was no patient death, serious injury or patient complication reported.